Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
The customer contact reported the clave port remained in the open position, subsequently blood loss was noted. The locking spin collar on the distal end of the tubing set was connected to the pt's peripheral IV catheter and the calve port on the proximal end was being accessed with unspecified syringes to deliver unspecified IV push medications. It was reported that approximately 45 minutes after the procedure was started, the nurse cleansed the clave port with alcohol and attached a 12ml syringe to deliver an unspecified medication. It was reported that this was the fourth time the clave port had been accessed with a syringe. Reportedly, a few minutes after the syringe was removed from the clave port, the nurse noted blood in the tubing set and an unspecified volume of blood described as "a small amount" leaked out of the clave port. The nurse cleansed the clave port with alcohol and connected another syringe to stop the blood loss. The tubing set was clamped and the syringe was removed from the clave port. The nurse noted that the silicon sleeve of the calve port was in the stuck down position. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.